Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid, vomiting and fever. The patient was hospitalized due to cloudy fluid, vomiting and fever and was treated with vancomycin injection (1 gm, intraperitoneal), amikacin injection (500 mg start dose followed by 100 mg in one bag per day, intraperitoneal) and imipenem injection (500 mg in one bag, per day, intraperitoneal) for peritonitis. The cause of peritonitis, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported that the cause of the peritonitis event was unknown. On an unknown date, antibiotic treatment was discontinued, the patient was discharged from the hospital and was recovered from the peritonitis event. Pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis therapy twice a week. Should additional relevant information become available, a supplemental report will be submitted.